Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was attempted. The investigation of the complaint articles has shown that: the given information on the device report has indicated that the head of the cortex screw broke while tightening. Without having the material we can not give a conclusive statement regarding the possible failure reason. No further information had been made available therefore an investigation could not be performed. The review of the production history revealed that this cortex screw was manufactured in september 2014 in accordance with all established requirements and with no non conformities reported. Product was not returned, an investigation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that during an unspecified surgery, as the surgeon was tightening the screw, the screw head broke. The screw shaft remains in the patient¿s bone. There was no surgical delay due to the reported event or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight was not provided by reporter. Initial reporter phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the thread of the present cortex screw is broken off. The review of the production history revealed that this item was manufactured on september 2014 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we are not able to determine the exact cause of failure. It is likely that either too much mechanical force had been applied during use or that the threaded tip has not been positioned properly. The dimensions cannot be verified due to the damage incurred. There is no indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.